Event description:
It was reported to philips that the system displayed a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure. The procedure was completed as planned as there was no impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a low disk space error. Upon functional testing, the fse identified that all the patient examination was protected, and those images couldn¿t be automatically deleted. To resolve the reported issue, the fse changed the configuration for the data protection of patient list. After changing the configuration for the data protection of patient list, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported low disk space error didn¿t impact the completion of the procedure. The procedure was completed as planned with no impact to patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.